Event description:
Literature was reviewed regarding inappropriate shocks. The authors described a patient who presented to the emergency department with presyncope, dysarthria, and shocks from their implantable cardioverter defibrillator (ICD). The dysarthria was transient and resolved without intervention. During the hospital stay, another shock was delivered due to a transient atrial fibrillation (af) episode and was determined that the previous shocks were related to paroxysmal af. The patient was treated with pulmonary vein isolation (pvi) and their device was reprogrammed. The device remains in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: inappropriate ICD shock occurred 34 years after the last syncope in a symptomatic brugada patient: does arrhythmia risk shift from vf to af with age in brugada syndrome? Bmj case reports. 2026. 19:e269881. Doi: 10.1136/bcr-2025-269881 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.